Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment had multiple cracks. There was moisture corrosion observed in the battery compartment. A leak test was performed and confirmed a leak in the battery compartment. A portion of the battery cap threads was observed to be stripped/damaged. The battery cap was able to secure properly to the pump. The battery cap contact height measurements were found to be out of required specifications. The battery cap contact width measurements were within required specifications. The pump case was removed and no evidence of moisture was found inside the pump. Unrelated to the complaint, the clip on the back of the pump was found to be broken and had been glued into the u-groove on the pump.

Manufacturer narrative:
The pump has been returned to animas. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.